Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In february 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding with clot / prolonged menses"), dysmenorrhoea ("painful periods"), abdominal pain ("cramp"), rash ("chronic rash"), allergy to metals ("intolerance to aluminium"), fungal infection ("chronic yeast infection"), abdominal distension ("chronic abdominal bloating"), alopecia ("hair loss"), fatigue ("chronic fatigue"), rectal haemorrhage ("rectal bleeding"), pain in extremity ("pain in leg"), renal pain ("pain in upper left kidney") and menstrual disorder ("periods with clot / passing clot") and was found to have quality of life decreased ("profanity quality of life"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, rash, allergy to metals, fungal infection, alopecia, fatigue, rectal haemorrhage, pain in extremity, renal pain, quality of life decreased and menstrual disorder outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, fatigue, fungal infection, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, quality of life decreased, rash, rectal haemorrhage and renal pain to be related to essure. The reporter commented: patient had a total hysterectomy at age 34. Abdominal distention disappeared 2 weeks post op. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, fatigue, fungal infection, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, quality of life decreased, rash, rectal haemorrhage and renal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding with clot / prolonged menses"), dysmenorrhoea ("painful periods"), abdominal pain ("cramp"), rash ("chronic rash"), allergy to metals ("intolerance to aluminium"), fungal infection ("chronic yeast infection"), abdominal distension ("chronic abdominal bloating"), alopecia ("hair loss"), fatigue ("chronic fatigue"), rectal haemorrhage ("rectal bleeding"), pain in extremity ("pain in leg"), renal pain ("pain in upper left kidney") and menstrual disorder ("periods with clot / passing clot") and was found to have quality of life decreased (""profanity" quality of life"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, rash, allergy to metals, fungal infection, alopecia, fatigue, rectal haemorrhage, pain in extremity, renal pain, quality of life decreased and menstrual disorder outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, fatigue, fungal infection, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, quality of life decreased, rash, rectal haemorrhage and renal pain to be related to essure. The reporter commented: patient had a total hysterectomy at age 34. Abdominal distention disappeared 2 weeks post op. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, fatigue, fungal infection, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, quality of life decreased, rash, rectal haemorrhage and renal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: comment from social media received. Patient's age group and new reporter added. Current location of device changed to unknown. Reporter causality comment added. Total hysterectomy added as non-drug treatment. On 23-mar-2020: comments from social media received. Outcome of "chronic abdominal bloating" was modified to recovered. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.